Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The product sample was not returned and no photos were received. More information was requested to the customer and no additional evidence was provided for this analysis. All the possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. The information provided is insufficient to determine an issue with the device involved on the incident, since the event description just declares that the customer had an issue with insertion which lead to leaking and infection. However, it is important to mention that the instructions for use states that it is needed to perform a visual inspection before using the device, since states: do not use the catheter if it is damaged or appears defective and continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair its performance. Moreover, infection is considered by IFU, as a potential complication inherent to these medical procedures and has no direct relation with the device s performance. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be attributed to the user's insertion/placement method employed which generated issues during the procedure. However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection at the final stage of production, which would avoid issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that customer had an issue with a unk dialysis catheter. The customer states that two moncrief catheters reported as having an issue with insertion which lead to leaking and infection.